Manufacturer narrative:
The technician found the e-ring was missing causing the brake bar to become unattached. The technician reattached and adjusted the brake bar and installed a new e-ring to resolve the issue.

Event description:
The technician alleged the brake bar came off the right foot section causing the brake not to hold. No patient impact.